Event description:
It was reported that, "extractor was threaded into restoration modular conical stem for removal and attached to slaphammer extractor. After several attempts to extract the stem the adapter broke off inside the stem."

Manufacturer narrative:
Device is not available for evaluation. No evaluation will be performed. Add'l info has been requested and if received will be provided on a supplemental report. Device evaluation anticipated, but not yet begun.